Event description:
According to the email received from (B)(6), "patient reported that on (B)(6) 2015, her glucometer gave her a reading of 590 mg/dl. She was having gi issues and possibly thought that it could be associated with her blood sugar result. She then proceeded to go to her local ER because she as concerned. In the ER they verified that her glucometer was not accurate and she got a result of 117 mg/dl. She stated she got scared and became anxious due to this high reading and spent 5 hrs in the "ER".

Manufacturer narrative:
A comprehensive review of the DHR for lot#1020814091 supports the lot met all specs upon release into distribution.

Manufacturer narrative:
Test strip lot number, unk; control solution lot number, unk; attempts to identify patient and obtain product information have been unsuccessful.